Event description:
It was reported that two days post cardiac resynchronization therapy defibrillator (crt-d) implant with a antibacterial absorbable envelope, the patient developed left arm swelling, pain, and lymphedema. The patient was administered diuretics. All labs and imaging revealed no evidence of any issues with the implanted products. A pneumatic compression pump (pcp), a device used to treat lymphedema was used, followed by a compression bandage. The crtd system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.